Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two aviva meters, within 10 minutes: 267 mg/dl and 122 mg/dl. The same lot/vial of test strips was used for both tests. No adverse event was reported. Return of suspect device was requested and replacement was sent.